Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the alleged issue and replaced the universal surgical manipulator (usm) to correct the problem. The system was tested and verified as ready for use. Isi has received the replaced component, however, evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided for review. Isi technical support engineer reviewed the system logs at the time of the call into technical support and noted a single error 32100 pointing to the hardware current/ voltage error on universal surgical manipulator (usm) 1. This complaint is classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed error 32100. Prior to contacting an intuitive surgical inc. (Isi) technical support engineer (tse), the surgeon decided to convert to laparoscopic surgery. The tse reviewed live system logs and noted that the reported error 32100 pointed to a hardware current/ voltage error on universal surgical manipulator (usm) 1. The tse instructed the caller (operating room (or) manager) to perform an emergency power off with circuit breakers. However, after doing so, the issue persisted. The tse explained to the caller that they can use the system as a 3 arm system and guided the caller to disable usm 1. There was no report of patient injury. Isi followed up with the initial reporter on (B)(6) 2022 and obtained additional information. There were no difficulties with the start-up of the device. The customer confirmed the system was checked beforehand during the start-up. Intuitive surgical, inc. (Isi) followed up with the urologist and on (B)(6) 2022 obtained the following additional information: it was confirmed that the patient tolerated the laparoscopic procedure well and it was completed successfully. The problem existed from the beginning of the procedure.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) has received the the universal surgical manipulator (usm) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the reported failure (error 32100). The usm was tested on an in-house system and failed normal mode as it triggered 32100 error on the acm (axes controller, motor). The usm failed on a pftp (test platform) as it failed the usm direction test with error 32100. The acm board was swapped with a new one and the errors no longer occurred. The original acm board was reinstalled and the errors returned. The unit was tested with a new acm board and passed all required tests. The acm board will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.